Manufacturer narrative:
The reported malfunction was verified and attributed to a faulty biphasic flex cable. The biphasic flex cable was replaced to remedy the problem condition. Analysis of failures of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.